Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 120x30. The customer states that during a bilateral dvt case, the customer distal balloon deflated due to a rupture. The customer noticed this under fluoroscopy. The customer immediately turned off the device and removed it. The device removal did not require a secondary procedure. The procedure was not aborted. The customer had another trellis in the pt's other leg and they continued running that device as it was operational. No medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.